Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set fell off during use event between 28-may-2024 to 30-may-2024. The infusion sets had been used for 1 hour. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.